Event description:
Caller reported blood glucose results of 340 mg/dl using advantage system 1 and 107 mg/dl using advantage system 2 within 10 minutes. Reported no symptoms or adverse event relative to these discrepancies. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
This medwatch is for advantage system 1. Please see medwatch with (B)(4) for report on advantage system 2.